Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent thrombosis). (B)(4).

Event description:
During index procedure, the patient had one assurant cobalt stent deployed at left external iliac. Approximately 34 months ((B)(6) 2012) post index procedure, patient underwent revascularization to treat stenosis. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (tvr).

Event description:
The previously reported revascularization approximately 34 months post index procedure was treated with an unknown brand balloon and stent. It was reported that there was a thrombus present in the target lesion stent on the date of the revascularization.